Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a patient regarding patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that patient turned off her device 4 years ago and has not used it since and does not have her programmer. Later, the patient stated that the ins hasn't worked in 3 years and she is unable to charge the ins. Patient did not have a managing hcp. No symptoms were reported and no further complications were reported/anticipated.